Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: m365sc2317500. Serial: (B)(4). Batch: 7038969.